Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd875559 with no deviations from standard procedure. Root cause could not be determined based on information available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second report of four associated with this event.

Event description:
This is a report from a facility nurse of peritonitis with culture positive for haemophilus parainfluenzae, fatal sepsis, and fatal myocardial infarction in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2010, the patient began treatment with dianeal and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting consumer stated that on an unreported date, the patient developed sepsis. On (B)(6) 2010, the patient reportedly experienced a myocardial infarction and expired. The cause of death was sepsis and myocardial infarction. Treatment information was not provided for the events prior to death. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore no evaluation was performed.